Event description:
During testing at the user facility, it was noted the touchscreen does not respond. Prior to testing, the device was returned to the biomedical department with a report of unable to clear check cassette lever error. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration. This device has been identified as part of a product report. This report represents all the information known by the reporter upon query by hospira personnel